Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. Transesophageal echocardiogram (tee) 1 day prior to the procedure revealed a 2mm pericardial effusion. A 33mm watchman laa closure device & delivery system (wds) was deployed and successfully released. Warfarin was uninterrupted at the time of implant. Post implant tee showed a 1mm pericardial effusion. The patient's international normalized ratio was 2.1 at implant. The patient returned for their 45 day follow up appointment and tee revealed a 4mm pericardial effusion; however, it was considered within normal limits. No further patient complications were reported.